Manufacturer narrative:
Additional narrative: product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had total hip on (B)(6) 2016. Xray¿s appeared normal until last visit. The patient had increased pain and hip began to squeak. Liner appeared to be disassociated from cup. Patient was brought to surgery and the liner was disassociated. New liner was implanted and new head was implanted. Doi: (B)(6) 2016; dor: (B)(6) 2018; right hip.